Event description:
Per the audiologist the patient was experiencing facial nerve stimulation when using the device. Results of an it test (date not reported) did not confirm device failure, however, suggests deep insertion of the electrode array. Reprogramming did not alleviate problem. Patient was explanted and reimplanted with a new device in 2008. Same issues have been seen with the new device. Additional information has been requested.

Manufacturer narrative:
Cochlear attempted an electronic submission on march 9, 2009, unsuccessfully. Cochlear submitted paper submission march 9, 2009 and per FDA request, submitting electronically.